Manufacturer narrative:
(B)(4). The customer service technician replaced the battery and battery backplane printed circuit board (pcb). After forty-seven (47) hours of testing on a test lung, no error codes were found. All performed tests were then passed.

Event description:
It was reported that the ventilator failed. There is no reported patient involvement.